Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-0865041. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the dermatome was not cutting evenly, and it was leaking air. No adverse event is associated with this malfunction. It was noted there was a delay but information regarding if the patient was under anesthesia and the amount of time the delay lasted, is not available. Due diligence is complete and there is no additional information available.

Event description:
It was reported that there was no delay in surgery. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was out of calibration at all readings; however, the repair was not completed because the device was scrapped and the customer received a replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends